Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac ablation procedure, the left atrial appendage (laa) was inadvertently isolated during pulsed field ablation (pfa) only. A post pulmonary vein isolation (pvi) voltage map showed isolation of the laa. The case was completed with affera. The patient had extra procedures as a result of the incidental appendage isolation. The patient then had a further re-mapping ablation procedure. The appendage was found to have some low voltage areas but is predominately intact. The ejection velocities of the laa are within the normal range now. No patient complications have been reported as a result of this event.